Manufacturer narrative:
MDR made in error as this complaint is mms as indicated in the tasks and that the complaint is anticipated to be closed.

Event description:
It was reported that unspecified bd infusions set was under infusing the following information was received by the initial reporter with the following verbatim it was reported by the customer that the nuisance ail alarms were occurring without any visible air and under infusions with secondaries.

Manufacturer narrative:
H.3 if a device evaluation and/or a device history review is completed, a supplement report will be filed.